Manufacturer narrative:
Unit passed all functional tests including displacement, and self tests; however, hardware low level failure alert is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump occurred error. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. The insulin pump will be returned for analysis.